Event description:
Dräger received an ufr in which it was reported that the system leak test of the anesthesia workstation was failed prior to use and that the or team waited for a biomedical engineer to rectify the issue. As per report, this resulted to a delay in surgery and affected the condition of the patient.

Manufacturer narrative:
The ufr was the only information for this case; the hospital did not involve the local dräger s&s organization into any follow-up measures. The contact person named in the ufr could not provide further information. Dräger was especially unable to clarify how long the delay in surgery lasted and how this has affected the patient condition. Thus, this report is filed in abundance of caution. Dräger derives the following: the customer concern incorporates that the system leak test prior to use was failed. This leak test includes the pneumatic system of the device as well all external accessories such as breathing hoses, filters etc. Preparing the workstation for use also requires reprocessing of certain components, exchange of the co2 absorber material and similar tasks for which device components must be removed, partly disassmbled and reinstalled afterwards. Based on experience, a failure in the system leak test is rather related to misassembly than to technical issues with the device itself - untight connections at the breathing hoses or an incompletely installed co2 absorber or breathing system are typical root causes. The postulation that this explanation applies here as well is substantiated by the aspect that a biomedial engineer was obviously able to remove the source of leakage quickly without any longer-lasting repair ingress - otherwise the users would certainly not have waited for availability of the device. Independent from being device-related or not, it is under responsibility and control of the user to verify readiness for operation of the entire set-up in advance; the provision of the recommended checks is an essential part of the risk management for each medical device. Dräger finally concludes that use error in terms of failure to follow the instructions of the manufacturer was a contributing factor in the event.